Event description:
Revision surgery: due to the removal of the ulnar component and insertion of cement spacer. The operation report states first revision was (B)(6) 2015. The surgeon cemented in a new ulnar component with an ulnar graft and a new humeral condyle kit. A second revision took place due to an infection; however, date is unknown.

Manufacturer narrative:
This surgery a revision surgery after the insertion of a cement spacer due to an infection (it is unknown, with the information provided, the date of the insertion of the cement spacer). No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The known first revision surgery and the revision detailed in this investigation occurred 1.9 yrs. Apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (provided by biomet orthopedics), shows that the reported component used in the first revision surgery met design and manufacturing requirements. There were no discrepancies associated with the component that may have contributed to an infection. The device was verified to have gone through acceptable sterilization processes and were within it's respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery after the insertion of a cement spacer due to an infection. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.